Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an over temperature alarm. There was no patient injury or harm reported.